Event description:
The nurse reported the system shut down during the case. No pt injury was reported. Multiple attempts were made for more info on the event and pt status with no response to date.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).